Event description:
The patient reported they have a neuropathy in their legs and feet. The patient had spoken to their physician in the past, but their physician did not believe it was replated to the pump. The patient was referred to their physician. Add'l info has been requested, but was unavailable at the time of this report.